Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer refilled a cartridge with approximately 50-70 units of insulin, and received an inaccurate fill estimate. Reportedly, the insulin gauge displayed 0 units. The customer's blood glucose level was 220 mg/dl, which was addressed with a manual injection. Tandem technical support recommended that the customer use a new cartridge. However, as the customer did not have another cartridge available, the customer reloaded the cartridge and was able to resume insulin delivery.